Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's scs extension had become superficial and painful. Reportedly, the patient had his scs ipg and lead explanted on (B)(6) 2005. The scs extension remained in the patient due to encapsulation. On (B)(6) 2016 the patient underwent surgical intervention and the extension was removed.